Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 closed sample for analysis. Knot pull tensile strength result conducted on the closed sample received is 0.39 kgf and fulfills european pharmacopoeia requirements: 0.15 kgf in average and 0.06 kgf in minimum. As stated in the instruction for use of the product, when working with monosyn® suture materials great care should be taken to avoid any crushing and crimping damage of the monofilament by surgical instruments, such as tweezers and needle holders. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/european pharmacopoeia and b.braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the other products manufactured with the same thread raw material batches used in this product. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received comply usp/ep and b. Braun surgical requirements regarding knot pull tensile strength. Final conclusion: although the results of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the product sent for analysis as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client reported that during suturing of a hand wound, the thread did not hold the minimal forces (essential for suturing the wound), causing it to break. This resulted in wound dehiscence for the patient and there is a risk of accidental puncture for the operator. All dafilon threads during the knotting phase, if forced to a minimum, break. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. Remarks: as stated in the precautions of the instructions for use of the product, 'when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked'. Also, in the side effects is stated, 'the following side effects may be associated with the use of this product: tissue injury, transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, hypertrophic scar/granuloma formation, pain, seroma, hematoma, oedema, track bleeding, increased risk of aneurism and stenosis'. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the other products manufactured with the same thread raw material batches used in this product. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.